Event description:
The customer stated that she woke up and her insulin pump was alarming no delivery. The customer's blood glucose reading was 469 mg/dl during the phone call. The customer was feeling nauseous and had dry mouth. The paramedics were called for assistance and the customer was taken to the ER for treatment. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.